Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer's mother states the pump has a smashed screen, not sure where pump is but when she finds it wants to replace it under warranty. Customer states will call back. The insulin pump will not be returned for analysis.